Manufacturer narrative:
The customer's complaint that the set broke and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the set burst and leaked from a hole in the tubing during patient use. There was no patient harm. It was reported that 2 other sets also burst and leaked but those had no report of any patient involvement and no further details are available.